Event description:
Per the customer, the surgeon was navigating an l5-s1 posterior fusion utilizing a tracker on the spinous process clamp as their patient tracker. While navigating, the surgeon was holding the thoracic pedicle feeler steady on bone at the entry to the right side of l5 pedicle, and there was movement on the monitor. The surgeon felt the thoracic pedicle feeler was accurate when touching off on bony marker screws, but felt a nuvasive k-wire inserter that was navigated with a nav-lock was inaccurate when touching off on landmarks. The customer proceeded to re-calibrate the device as well as re-register anatomically patient markers using the fiducial screws. Once k-wires were placed, x-ray was taken and the surgeon was pleased with placement. The surgeon then proceeded to tap and place screws. Final x-rays were taken and the surgeon was pleased with screw placement. The procedure was completed successfully with the same device without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, the surgeon was navigating an l5-s1 posterior fusion utilizing a tracker on the spinous process clamp as their patient tracker. While navigating, the surgeon was holding the thoracic pedicle feeler steady on bone at the entry to the right side of l5 pedicle, and there was movement on the monitor. The surgeon felt the thoracic pedicle feeler was accurate when touching off on bony marker screws, but felt a nuvasive k-wire inserter that was navigated with a nav-lock was inaccurate when touching off on landmarks. The customer proceeded to re-calibrate the device as well as re-register anatomically patient markers using the fiducial screws. Once k-wires were placed, x-ray was taken and the surgeon was pleased with placement. The surgeon then proceeded to tap and place screws. Final x-rays were taken and the surgeon was pleased with screw placement. The procedure was completed successfully with the same device without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.